Manufacturer narrative:
Legal claim received on 23-feb-2016: on (B)(6) 2013, the plaintiff was implanted with essure ess305, lot # b09701. Three months after her essure procedure, she had a hsg (hysterosalpingogram) test that confirmed full occlusion. In (B)(6) of 2014, while out of the country, she had sexual intercourse for the first time since her essure procedure and began to experience extreme, debilitating pain in her uterus. She met with a doctor who diagnosed her with a pelvic infection and prescribed her antibiotics. Soon after taking the antibiotics, the plaintiff began to feel much better but began experiencing abnormal vaginal discharge, she met with a different doctor who gave her medication and ran some tests that came back negative. When she returned home in (B)(6) 2014, her symptoms subsided but in an abundance of caution, she consulted with a physician in the clinic essure was inserted. During her visit, she underwent testing that came back negative and her physician also confirmed that her hsg test had come back fine. In (B)(6) 2014, she began experiencing a frequent urge to urinate that progressively became worse, weight gain, excessive bleeding during her menstrual cycle, a constant burning sensation, and pain, and extreme tenderness during in her pelvic area associated with the sensation the presence of a foreign object. On (B)(6) 2015, she underwent a laparoscopic bilateral salpingectomy with removal of the devices. During the procedure, when the physician cut the left fallopian tube, the essure device was not observed as was expected. After further examination, the device was found to have migrated deep in her uterus and broke apart in the course of removal and to be extracted in pieces. The plaintiff took a medical leave of absence from her job to recover from this procedure. After her debilitating experience in (B)(6) of 2014, she was unable to have sexual intercourse until after removal of the essure devices due to the physical and mental pain and trauma she endured. At the reporting time, the plaintiff continues to experience excessive bleeding during her menstrual cycle, which is infrequent. It was reported because the company failed to, follow specification, regulations, and required good manufacturing practices, plaintiffs essure coils became unpassivated, making it vulnerable to degradation, deterioration, leaching, breakage, fragmentation. Essure was defective. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic infection and pelvic pain. She was submitted to a salpingectomy (almost 2 years after device placement). During this surgery the left essure was found to have migrated deep in her uterus and broke apart in the course of removal and had to be extracted in pieces. All events are listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of the fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or dislocation (distal fallopian tube or peritoneal cavity) and can result in pelvic pain. In this particular case, consumer developed pelvic pain and was submitted to a salpingectomy; which revealed left device in uterus. Upon removal essure broke. Although the exact mechanism of essure expulsion was not known, considering the reported events nature, causality with the suspect insert cannot be excluded. The reported pelvic infection was considered as unrelated to essure, since this event occurred almost 7 months after device insertion (negative temporal relationship between essure procedure and event). This case was upgraded to incident, since device removal was required. The product technical complaint analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up on 24-sep-2015: follow-up attempts were done, with no response to date. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain among other non-serious events. Pelvic pain was considered serious due to medical importance (salpingectomy was performed) and according to essure's reference safety information, this event is listed. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, the pelvic pain started since the insertion. Considering the positive temporal relationship and its nature, this event is considered related to essure. This case was upgraded to incident due to required intervention. The product technical complaint analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Despite follow-up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5040354) in united states on 22-may-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Consumer stated that since insertion, sexual intercourse was extremely painful and she got infections. Sexual pain only started after she had essure. She also experienced pelvic pain and bloating and she was afraid to have sex. An injury (serious important medical events) was mentioned but not specified and /or assigned to one of the events. Follow-up will be requested. Follow-up received on 29-may-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4) and the local number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information was received on 29-jun-2015 from consumer. This case was upgraded to incident. Consumer's date of birth was provided. This report refers to a 40 years old female consumer. It was reported that due to essure lot number b09701, she had to undergo a salpingectomy on (B)(6) 2015. The surgery was a success as far as removal of both fallopian tubes and all of the essure intact with no fragments left behind. It was also determined she had endometriosis and one fibroid. She has never had or been diagnosed with either of those until she had the essure. Follow-up received on 01-jul-2015. Product technical complaint investigation and final assessment were updated: the bayer reference number for the ptc report is (B)(4) and the local number is (B)(4). Final assessment: lot number: b09701; production date: mar-2013; expiration date: 31-mar-2016. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain among other non-serious events. Pelvic pain was considered serious due to medical importance (salpingectomy was performed) and according to essure's reference safety information, this event is listed. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, the pelvic pain started since the insertion. Considering the positive temporal relationship and its nature, this event is considered related to essure. This case was upgraded to incident due to required intervention. The product technical complaint analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Further information is expected.